Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the arrow keys on the keyboard were not functional. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000314, serial/lot #: unknown. H3) a manufacturer representative (rep) went to the site to test the imaging system. The rep reloaded the mobile view station (mvs) software and rebooted the system four times. The system then performed as intended. Codes: b01, c17, d07 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.